Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the black box showed no evidence of a short battery life. The battery compartment and cap were undamaged and able to fit securely. No evidence of moisture corrosion was observed.-the ¿ez-prime¿ steps were performed correctly. All current readings were within specifications. The allegation of a short battery life was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board or atop the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture/corrosion in the battery compartment and whitish substance on top of the battery. There were frequent low battery warnings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.